Event description:
It was reported that: a neonatal pt weighting (B)(6) was ventilated by the evita 4. During the ventilation the device performed several restarts accompanied by pressure peaks of about 90 mbar. This generated a barotrauma in the pt's lung. The device behavior was detected and the pt was moved to another ventilator. According to the treating doctor the pt died the next day due to the barotrauma.

Manufacturer narrative:
The investigation was started and is not yet concluded. The first analysis results revealed that the pt received less than the displayed pressure peaks of about 90 mbar due to the resistance of the breathing system and the compliance of the pt. The investigation results will be reported in a follow up report.